Event description:
It was reported that a pump was alarming for a "system error 322". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no reoccurrence of system error 322. A review of the history log confirmed the reported symptom. Upon physical inspection, it was found that the upper latch switch was not fully seated to the fsr pcb. The separation allows movement of the upper latch switch, which can trigger an intermittent system error 322. As a result, the upper aux. Was replaced.